Event description:
It was reported that the pump battery could not be charged. There was no adverse impact to the customer's blood glucose level. The customer initially used non-tandem charging supplies, which were not recommended, but eventually, the pump began charging using the same supplies.